Manufacturer narrative:
(B)(4). The customer reported failed pacer test and error 90007. There was no reported pt involvement. Philips evaluated the device and confirmed the failure. The device was found to be unable to deliver pacing therapy. The cause was found to be the power pca. The power pca was replaced to resolve the failure. After passing all performance assurance tests the device was returned to the customer.

Event description:
The customer reported failed pacer test and error 90007. There was no reported pt involvement.